Event description:
It was reported that during the implantation of the preloaded monofocal intraocular lens (iol), the physician experienced a strange feeling of resistance during the operation of the plunger; however, the iol was implanted. A lens damage was checked under the microscope. The patient post-operative visual acuity was 1.2. No patient injury was reported and no medical intervention was required. Through follow-up, we learned that the physician believed the plunger had struck the iol optic, causing resistance. The procedure was not discontinued because more than half of the iol was already inside the patient's eye when the resistance was first perceived. No further information was provided.

Manufacturer narrative:
Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.